Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent removal of subcutaneous lipomas procedure on unknown date (B)(6) 2017 and suture was used. Approximately 2 weeks post surgery, patient experienced lumps under incision. On unknown date (B)(6) 2017 patient removed one suture, along with knot by pulling on it. The patient was evaluated by the surgeon mid (B)(6) 2018 and suture was removed by the surgeon. The patient returned to surgeon in (B)(6) 2018 as suture was popped through the skin and it was removed by the surgeon. The surgeon opined that the suture are designed to provide more support to the suture line so that superficially the suture line is thinner. Currently the patient is fine. No additional information was provided.